Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00171. Same patient, same event, different products. The physician reported a certas valve (ID 828804) was implanted in a (B)(6) female patient via "l-p shunt" on (B)(6) 2021 with setting 5. The valve was used with a 823045 (serial: unk) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2021 the patient complained of headache, the set pressure of the valve was changed to setting 7 and symptom improved. On (B)(6) 2022 , the patient had a gait disorder and set pressure was changed to setting 2. The patient's symptoms did not improve and ventricular enlargement was observed. The valve, peritoneal catheter (823045) and the silascon lumbar catheter were removed on (B)(6) 2022. A rupture of the lumbar catheter was confirmed at the time of removal. The valve was replaced via "v-p shunt" on (B)(6) 2022.

Manufacturer narrative:
The hakim peritoneal catheter was returned for evaluation. Failure analysis - the catheters were visually inspected; no defects were noted. All ends for the catheters seem to be clean cut. The catheters were irrigated no occlusions noted. The catheters were leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheters at the time of investigation. The possible root cause for the issue reported by the customer could be due to user¿s error, possible when connecting the catheters, at the time of investigation, no occlusion issues were noted with the catheters.